Event description:
It was reported the bezels have crack and are being replaced. There was no patient involvement reported.

Manufacturer narrative:
The report of a bezel (crack) related issue is confirmed based on the field action. No further complaint investigation is necessary as CAPA ca-2017-0217 was opened to address this issue, and bd does have a current recall associated with bezel's manufactured between april 2011 and june 2017 with the plastic material fr-110 (recall: z-2019-1768). The device is used for treatment purposes. H3 other text : no product returned.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported the bezels have crack and are being replaced. There was no patient involvement reported.